Event description:
Hospital personnel were attending to a pt, condition unk. A synchronized cardioversion was attempting and allegedly the device discharged on the t wave and triggered ventricular fibrillation. An asychronous countershock was then delivered and the pt was successfully converted to nsr. There were no adverse effects to the pt reported as a result of the alleged malfunction.

Manufacturer narrative:
Section h the device was returned to the customer for use.